Event description:
It was reported that during a generator replacement surgery, the surgeon noted that the patient's generator looked like there as rust on the casing of the generator. The replacement went forward as planned and the generator was explanted and sent to a representative to be sent to livanova. The patient and the reason for replacement is unknown. No explanted generator has been received into analysis to date. No additional relevant information has been received to date.

Event description:
Information was received that it is believed that the generator with rust on the canister was explanted from a patient who underwent a normal replacement surgery, and is not the patient previously referenced to have passed away in mfg report#: 1644487-2019-01170. It was reported there is only one known generator with rust and thus will be considered to be known and to be the patient who underwent replacement surgery. The explanted generator has not been received into analysis to date, and no additional information regarding the rust has been received to date.

Event description:
Information was received identifying the generator. It was reported the rust was found when the patient was going in for a replacement and upon opening the patient, rust was identified on the generator. This generator model and serial number however was explanted from a patient who had passed away due to infection, reported in MFR#:1644487-2019-01170. No additional relevant information has been received to date.

Event description:
Information was received that the patient whose generator had rust on it is not the same patient who was explanted and had passed away due to infection, reported in MFR#:1644487-2019-01170. It was confirmed that the patient with rust on their generator underwent a replacement surgery. No generator information is known to date. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data; initial MDR inadvertently submitted incorrect initial reporter name and address.